Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss due to cylinder breakage. All components were removed and replaced. Upon explant, it was noted that there was fiber tissue in growth inside the corporal bodies. There were no further patient complications reported.